Manufacturer narrative:
The failure analysis lab completed the investigation of the returned device on 5/30/2018. Device evaluation summary: on (B)(6) 2018, unknown mentor saline prostheses were received by the mentor failure analysis lab with no accompanying information. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed a crease on the posterior aspect. A rent measuring approximately <0.1 cm was discovered within the crease on the posterior aspect. No other anomalies were discovered. The complaint could not be confirmed since there is no event to compare with. At this point, is not possible to determine a root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unknown mentor saline prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2018, unknown mentor saline prostheses were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a device can be characteristic of an issue requiring removal of the device from a patient¿s body. As a result, this will be conservatively reported to FDA . (See 1645337-2018-03150 for the contralateral prosthesis report).